Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). Unique identifier (UDI) #(B)(4).

Event description:
There was an allegation of a questionable ise indirect gen.2 sodium and potassium results for one patient from the cobas 8000 ise module. The sodium initial result was 160.6 mmol/l and was reported outside of the laboratory. The patient was called back to the hospital for a new blood draw and the sodium result was 138.9 mmol/l and the potassium result was 5.01 mmol/l. The first sample was then repeated and the sodium result was 138.9 mmol/l. The second sample was repeated and the sodium result was 139.3 mmol/l and the potassium result was 4.2 mmol/l. The electrode lot numbers and expiration dates were requested but were not provided.